Manufacturer narrative:
Follow-up #1: date of submission 04/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2016 with the following findings: the review of the black box data and the alarm history showed a call service 064-0008 alarm. During testing, the pump powered on appropriately with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and no call service alarms were observed. The pump was opened up and there was no evidence of the corrosion or damage on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 064 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.